Event description:
A malfunction occurred with the pump after the caller went into the ocean, displaying malf code 13, which was not resettable. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.